Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. No intervention was performed. The patient would continued to be monitored.

Event description:
Related manufacturer reference number: 2017865-2019-06580. New information received indicated that multiple episodes of noise were still noted. It was noted that the right atrial lead also exhibited noise. The noise was not reproducible with range of motion exercises. The device was reprogrammed. Patient was stable and will continue to be monitored.